Event description:
It has been reported to us that during the procedure the marker band on the aspiration catheter separated from the shaft. The physician inserted the aspiration catheter into the patient. The physician attempted to aspirate particular from the patient and noticed that the distal marker band had separated from the tip of the aspiration catheter. The physician was able to successfully remove the separated marker band from the patient using the guide wire. The patient is reported to be fine.